Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience an elevated blood glucose (bg) level and on (B)(6)2023 went to the emergency room and was subsequently hospitalized. Customer¿s bg level ranged from 535-600 mg/dl with high ketones. Customer gave a bolus via the pump and was treated with intravenous fluids of saline and insulin to address the bg level. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was unknown, customer understood and acknowledged. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.